Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with heparin injection (1000 iu, discontinued after 12 days), ceftazidime injection (1gm, discontinued after 12 days) and amikacin injection (100mg, discontinued after 12 days) for peritonitis. On an unknown date, pd therapy was discontinued. Pd catheter was removed 10 days after the event onset however, hemodialysis was not yet started. The patient passed away 12 days after the event onset. The cause of death was reported as due to cardiac arrest. The patient was recovering from the peritonitis event at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.